Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone with concentration 3 mg/ml at a dose rate of 0.144 mg/day and bupivacaine with concentration 3 mg/ml at a dose rate of 0.144 mg/day via an implantable pump for spinal pain. It was reported that the patient has not been getting good pain relief for some time. It was noted that the hcp inherited the patient with this condition on (B)(6) 2015 and the notes stated that the pump provided a small amount of relief for the patient, but not optimal. A catheter event had been confirmed. They decided to perform a catheter dye study on (B)(6) 2015 and they were unable to aspirate the catheter via the catheter access port (cap). When the hcp inherited the patient on (B)(6) 2015 the pump was administering hydromorphone with concentration 20 mg/ml at a dose rate of 3.7 mg/day and bupivacaine with concentration 20 mg/ml at a dose rate of 3.7 mg/day; the patient was also on fentanyl patches and receiving oral morphine. The pump was then refilled with hydromorphone with concentration 3 mg/ml at a dose rate of 0.144 mg/day and bupivacaine with concentration 3 mg/ml at a dose rate of 0.144 mg/day. On (B)(6) 2016 the concentration was changed and a bridge bolus was programmed; the pump was currently administering hydromorphone with concentration 0.5 mg/ml at a dose rate of 0.1 mg/day. The hcp was working on weaning the patient to put them on a drug holiday. The hcp planned to revise the catheter (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.